Event description:
It was reported that during reprocessing, the monopolar cautery instrument shaft was bowed. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found that the electrical contact at the distal end was missing one of the ears. The evidence was inconclusive but the broken damage was likely due to mishandling/misuse. Failure analysis investigation also found the following additional damages to the instrument: the heat shrink had a small tear at the distal end, the tear measured approximately .061. The evidence was inconclusive, but the tears was likely due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the missing ear found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.